Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power and will not power back on. The reporter attempted to change the battery and the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/23/2013: the device was returned to animas and evaluated by product analysis on 07/29/2013 with the following results: the power complaint was confirmed in the black box but was not duplicated during the investigation.no physical damage observed to the returned battery or the battery compartment. Returned cap tightens to the pump until resistance is met and no yellow ring is visible . Pump powers on with vibratory and audible sounds. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the returned battery cap; no power interruptions or alarms were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.